Manufacturer narrative:
Concomitant medical products: 2af284 balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo lation procedure, the patient became hypotensive. An echocardiogram was performed and a perforation was noted with blood leakage. The blood was aspirated and drained with a drain tube placed. The hypotension resolved. The case was aborted and the hospital stay was extended. No further patient complications have been reported as a result of this event.